Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2016, (B)(4) pertains the pump and pertains to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg at a dose rate of 200 mcg/day via an implantable pump for an unspecified indication for use. It was reported the physician stated the patient had a fluid around the pump the night before scheduled surgery which made them question if the pump was leaking. The patient has had a gradual increase in spasticity over the months. The date (B)(6) 2018 is considered an approximate date of event (year known only). By the time the surgery was performed on (B)(6) 2018, there was no more fluid or swelling around the pump. The physician decided to continue with the case and replace the pump since they were there and the pump battery had 33 months left. The surgeon attempted to aspirate the catheter during the pump replacement and could not. He decided to replace the entire catheter as well. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to obtained. The patient¿s weight and medical history were unknown/not available. The pump and catheter were planned to be returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that the pump was to be returned to the manufacturer; however, the catheter would not be returned as it was discarded by the facility.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a non-significant anomaly regarding an incomplete catheter returned in segments that met acceptable testing. The returned pump was interrogated and as per the logs, baclofen with concentration 2,000.0 mcg/ml was being administered at a dose rate of 520.5 mcg/day as of (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.